Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had to charge their implanted neurostimulator every other day for the past 6-8 months and the charge times had been inconsistent. Patient said sometimes it took 6-7 hours to charge the implanted neurostimulator and sometimes it only took 45 minutes. Patient mentioned they also got call medtronic message and controller would not do anything. Pt reset the controller and the patient was able to charge. During the call, the controller displayed a batteries low: replace the controller batteries soon message. Pt also said the recharger cord got hot where the cord met the paddle. Pt said the controller was acting real crazy when they went to charge and their settings even changed when they reset their controller this past time. Pt said the controller was taking forever to connect to their ins to charge their ins. Pt did manage to charge on call with recharge quality of excellent(ins at 60%). A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) product type recharger was returned and the analysis shows cable insulation is peeling away at donut end and wires are exposed and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.